Event description:
It was reported that the patient was experiencing loss of desired paresthesia coverage due to migration and underwent a lead revision procedure. The paddle lead and anchor were removed and a new paddle lead was implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, batch: 25526698.